Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the cardiac procedure was completed by restarting the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that there were multiple drive errors confirming the malfunction. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the longitudinal movement was getting stuck, and a displacement in the lateral direction was detected, necessitating an adjustment of the lateral bearings. Fse adjusted the position of lateral bearings accordingly. Further analysis of the system, fse found that the issue was caused by a faulty automated motion controller (amc) drive. Fse replaced the amc triple servo drive and the amc ecat drive to resolve the issue. After the replacement of amc drives, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the azurion device recommend using a system restart if there is a system failure. The azurion IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that geometry movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.